Event description:
It was reported that during a laparoscopic gastric bypass the surgeon noticed a staple that did not form properly. Another device was used to complete the case. There was no pt consequence.